Event description:
Customer reported the system will not produce x-rays and the tube makes cracking sounds. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cable linking the generator and the console. System operates as intended.